Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, the patient went to the emergency room and was diagnosed with a stoma infection and was treated with an unknown antibiotic.

Manufacturer narrative:
Catalog number (B)(6) is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.